Event description:
It was reported that the cap of a one-link needle-free IV connector did not "work as intended for aspirating blood¿. The report indicated that a patient was involved; however, there was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.